Event description:
It was reported that the device was being used during a 'bladder and rectum removal.' The case was going well. The device was used with white reloads only and was being fired by a urology fellow. The first firing the device worked well. During the second firing over the bladder pedicle, the device partially fired and locked out. Only two rows of staples fired. The bladder pedicle was not compromised. The device was cleaned, reloaded and fired over the back table to make sure it was working and it fired well. It was again cleaned, reloaded, and fired over the bladder pedicle. It jammed, and only the first two or three rows of staples deployed. It was decided to sew the bladder pedicle. The patient did well. The procedure was delayed by 10 minutes and the case was a success. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Flex band bent/deformed. The device was received for analysis with no visual non-conformances and with a cartridge reload partially fired 1/10 loaded on the device. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence. However, difficulties and an unusual noise were noted during firing. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the flex band was found to be damaged causing the firing mechanism not to properly operate. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.